Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The exposed superior vena cava defibrillation coil was fractured. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high/undefined pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.